Event description:
It was reported that the lens was explanted from the patient's left eye in a secondary procedure due to halos. A vitrectomy and incision enlargement were reported; however, it was reported that there was no patient injury and no suture used. It was reported that the explanted lens was lost on the field.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.